Event description:
While measuring on the blood gas analyzer 825, low ph values were obtained and error messages were flagged. The error code meant "no leading air segment" and according to the operator's manual for abl 825, requires troubleshooting by the operator. More sample measurements were run without performing troubleshooting, two pts were treated based on the results obtained. The treatment for one of the pts consisted of the administration of sodium carbonate. Neither of the pts suffered any events from this problem. The customer found the clot and called the local radiometer tech to report the incident. The radiometer tech traveled to the account to gather info and investigate the problem. Upon arrival, the tech found that the analyzer had been equipped with an incorrect calibration solution causing incorrect calibration sequence to original MFR set-up. The tech installed the correct solution and verified the analyzer was operating to factory specifications, including calibrations and quality controls.

Manufacturer narrative:
The blood gas analyzer was evaluated on site and the following was found: error messages requiring troubleshooting were not followed. Incorrect calibration solution was mounted on analyzer, resulting in incorrect calibration sequence. Clot was found in measuring chamber. Chamber cleaned, correct calibration solution was mounted and both calibration and quality control procedures were performed. The analyzer performed correctly.